Manufacturer narrative:
H.6. Investigation: no product or photo was returned by the customer. A device history record review for model 10010983 lot number 20055744 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed and a root cause could not be determined.

Event description:
It was reported that micro ext set w/1 ss vlv tubing was occluded. The following information was provided by the initial reporter: material no.: 1001983 lot no.: 20055744. It was reported that there was an occlusion within the tubing sets.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that micro ext set w/1 ss vlv tubing was occluded. The following information was provided by the initial reporter: material no.: 1001983, lot no.: 20055744. It was reported that there was an occlusion within the tubing sets.